Event description:
It was reported via echocardiogram that the ventricular lead had perforated the cardiac tissue and caused pericardial effusion. The atrial lead exhibited high threshold. Both leads were repositioned on (B)(6) 2024. The patient was stable.